Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received multiple signal too low and excessive no delivery alarms from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the alarms occurred every time he changed the insulin pump's battery. The customer was advised that the insulin pump experienced an unexpected restart. The product has been returned. Nothing further was reported.